Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons not responding and blank display. Customer's blood glucose level was unknown. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed active current measurement, self test, and displacement test. Power connector plug in and locked in place properly, however device received with high sleeping current and unexpected battery power loss due to corroded battery tube and corroded electronic assemblies. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing.